Manufacturer narrative:
Specific patient identifier and patient weight not available from the journal article authors. Patient age was not provided by the journal article authors. Per table 1, age in years, mean: 46.0 (14.8) and 43.5 (15.7); therefore 45 years was used. Patient sex was not provided by the journal article authors. Per table 1, male/female: 13/8 and 14/8; therefore male was used. Event date is approximated. Study completion date was december 2011. Therefore, last date in december used. Citation: kortekangas, t., savola, o., flinkkila, t., lepojarvi, s., nortunen, s., ohtonen, p., katisko, j., pakarinen, h. A prospective randomised study comparing tightrope and syndesmotic screw fixation for accuracy and maintenance of syndesmotic reduction assessed with bilateral computed tomography. Injury, int. J. Care injured 46 (2015) 1119¿1126. Http://dx.doi.org/10.1016/j.injury.2015.02.004. Multiple attempts have been made to obtain additional information. No further information provided in the journal article or from the authors. No request for service have been received from the customer regarding these events. No parts have been replaced or returned to the manufacturer for evaluation.

Event description:
The attached journal article was forwarded by a medtronic representative. Use of the imaging system (non-navigated) was reported for intra-operative imaging for ankle screw fixation. The study start date was july 2010 and study completion date was december 2011. The aim of the study was to compare two different syndesmosis transfixation methods, tightrope and one 3.5-mm tricortical trans-syndesmotic screw, in terms of accuracy and maintenance of syndesmosis reduction in lauge-hansen pronation external rotation, weber c-type ankle fractures with associated syndesmosis injury. Malreduction in the tibiofibular joint is assessed post op from the intraoperative computed tomography. Both ankles are imaged with the imaging system and difference at least 2 mm is assessed to be significant. Twenty one patients were randomised to tightrope fixation and 22 to syndesmotic screw fixation. One patient from the syndesmosis screw group had poor quality intraoperative computed tomography (CT) with the imaging system and therefore was excluded from the analysis. After syndesmosis fixation, intraoperative CT (imaging system) of both ankles together was performed. The operating surgeon evaluated syndesmosis reduction from axial sections at the level of the epiphyseal scar, approximately 1 cm proximal from tibial plafond; the uninjured ankle was used as reference. The operating surgeon assessed the reduction of syndesmosis in the operating room with fluoroscopy and CT by comparing the position the fibula at the tibial incisura and the width of the syndesmosis to those of the uninjured ankle. No other malfunctions of the imaging system reported. There is no known impact on patient outcome due to a poor quality image.